Event description:
It was reported that a female patient underwent primary breast surgery with a 300cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her left side. As a result, the patient underwent replacement surgery with catalog number 3503004bc; serial number: (B)(6) on april (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 7, 2024, mentor became aware of the following and corresponding fields have been updated on this form: event date was november 12, 2023; field b3 has been updated to 11/12/2023 patient is caucasian; fields a5 and a6 have been updated accordingly patient's age was 34 at the time of event; added under field a2 mentor also became aware that the patient's symptoms improved after the surgery and the impacted device was accidentally discarded at the time of surgery; field h6 has been updated accordingly to "device discarded" the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).